Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 h3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.052s, lot: l659259, manufacturing site: bettlach, supplier: frueh ag, release to warehouse date: 20.nov.2017, expiry date: 01.nov.2027. The device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the received blade does not show any damage and was found in good condition. Functional test: a functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties. The reported malfunction could not be replicated. Dimensional inspection: not required per selected investigation flow as complaint condition could not be replicated. Document/specification review: not required per selected investigation flow as complaint condition could not be replicated. Summary: our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. The reportable malfunction in this complaint could be allocated to the defective impactor, which was found deformed. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 with a proximal femoral nail antirotation (pfna) to treat a femoral trochanteric fracture. During the procedure, surgeon tried to insert the tip of the impactor into the recess of the blade but could not do this. Surgeon continued to try by changing an angle of insertion, but was not successful. The surgeon used another impactor to complete the procedure. The was procedure was completed with a 30-minute delay without adverse consequence to the patient. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).